Event description:
It was reported that while loading a patient into the ambulance, the crew thought the stretcher was hooked but the middle loading wheels allegedly slipped forward out of the truck. There was no injury to the patient and the emt's were able to push the stretcher back into the truck; however, because the lower legs were off the ground the operator end emt assumed the weight of the patient and stretcher and alleged a forearm injury. The emt was seen at the hospital and took the rest of the shift off but was expected to return to normal shift the next day. An investigation has been initiated to evaluate the incident and the stretcher. To date, the customer has not provided the serial number of the stretcher.

Manufacturer narrative:
The device was evaluated by a representative for the manufacturer on 1/7/2016 at the customer's location. The incident details were reviewed with the customer and the cot was evaluated. It was stated the operators were using the red laser line as the sole indicator the safety bail had caught the hook. The customer verified they were trained that the laser line is only to be used as a guide and the operators should always visually verify the engagement of the hook and bale prior to raising the legs to finish loading. A review of the user manual confirms specific instructions on verification of the engagement of the hook and bail during loading. No malfunctions were found with the cot and it has remained in service. It is determined user error was the contributing factor in the incident.

Event description:
It was reported that while loading a patient into the ambulance, the crew thought the stretcher was hooked but the middle loading wheels allegedly slipped forward out of the truck. There was no injury to the patient and the emt's were able to push the stretcher back into the truck; however, because the lower legs were off the ground the operator end emt assumed the weight of the patient and stretcher and alleged a forearm injury. The emt was seen at the hospital and took the rest of the shift off but was expected to return to normal shift the next day. An investigation has been initiated to evaluate the incident and the stretcher. To date, the customer has not provided the serial number of the stretcher.